Event description:
A user facility biomedical technician (bmt) reported the machine displayed a low flow error message. There were no audible alarms because the dialysate lines were on the shunt. The bmt found valve 31 melted and changed the valve. The machine no longer had any flow errors but the post cond cell on debug screen 0 read 65.0 ms/cm. There were no diagnostic messages or audible alarms expected. The pre cond was fine (13.5 ms/cm). The bmt swapped these hydraulics into a known good machine and the post cond was fine. The bmt swapped the sensor board and cable, actuator board and function board. The bmt was advised to swap the function board eeprom or motherboard. There was no patient involvement or injury noted. Upon follow-up, the bmt confirmed the reported event and stated the issue was noted during preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the eeprom on the function board was also replaced and the machine was placed back in service without further issue. The bmt stated the valve, sensor board and cable, actuator board, and function board were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the machine displayed a low flow error message. There were no audible alarms because the dialysate lines were on the shunt. The bmt found valve 31 melted and changed the valve. The machine no longer had any flow errors but the post cond cell on debug screen 0 read 65.0 ms/cm. There were no diagnostic messages or audible alarms expected. The pre cond was fine (13.5 ms/cm). The bmt swapped these hydraulics into a known good machine and the post cond was fine. The bmt swapped the sensor board and cable, actuator board and function board. The bmt was advised to swap the function board eeprom or motherboard. There was no patient involvement or injury noted. Upon follow-up, the bmt confirmed the reported event and stated the issue was noted during preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the eeprom on the function board was also replaced and the machine was placed back in service without further issue. The bmt stated the valve, sensor board and cable, actuator board, and function board were available to be returned to the manufacturer for physical evaluation.